Manufacturer narrative:
The customer's bio medical engineer (biomed) confirmed the reported touchscreen issue. The customer's biomed reported that the manufacturer's field service engineer replaced the central processing unit (cpu) board to resolve the issue. The case is closed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019.

Event description:
The customer's biomedical engineer reported that he was unable to access the service menu other than completing a touchscreen calibration. There was no patient involvement.